Event description:
Customer reported that the insulin pump had moisture damage. No troubleshooting was performed due to customer already had an upgraded pump. Customer's blood glucose was unk. No further info reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge